Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument was sparking. The procedure was otherwise completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint of instrument sparking. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test. The instrument did not produce any sparks during test. The conductor wire was not damaged. The instrument was fully functional. There was no problem detected for the customer reported complaint. Additional observation that was not reported by the customer: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips - instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.